Event description:
The pt underwent a diagnostic procedure through the common femoral artery. The physician, who was in training, attempted arteriotomy closure using the closer tsl 6 fr. Device. The device was inserted and markings was difficult to determine. The device was deployed and the sutures delivered however tissue capture was inadequate and hemostasis was not achieved. Closure was attempted with manual compression. The following day the pt returned for surgical repair to a lesion proximal to the arteriotomy. Surgery was successful and the pt recovered without further incident. Field reports and comments from the vascular surgeon have indicated that the device was over inserted causing the foot of the device to tear the artery.